Event description:
It was reported that table is leaking hydraulic fluid in all four corners. The table has been moved outside the operating room.

Manufacturer narrative:
There was no patient involvement thus no patient data exists. There is no established expiration date for the said device. D10, h3: product was evaluated in the field. Evaluation summary: the said device was evaluated on 03/25/2009. The investigation confirmed that faulty washers lead to hydraulic leakage. The torque on the banjo bolts were not more than recommended so it is doubtful that over torque might have caused the washer failure. A hydraulic leak would basically drain the fluid from the hydraulic tank and would render the table unusable. There is a potential that a user or patient could slip on the leaking fluid. There were no adverse consequences that resulted from this malfunction. This is not a single use device.